Manufacturer narrative:
Device received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test and displacement test. No excessive no delivery alarms noted. No unexpected battery alarms including failed battery test alarms were noted. Device received with all buttons responding properly. No display ramping on its own anomaly noted. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button went heavier. The customer's blood glucose value was unknown. The insulin pump rejected new batteries and also alarmed insulin flow block. The insulin pump will not be returned for analysis.